Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device jammed. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wedge resection, the device jammed as the surgeon could not squeeze the handle/advance the reload. Another device was used to complete the case. There was no patient injury.